Manufacturer narrative:
The device is expected to be returned to argon for evaluation. As of the date of this report, the sample has not yet been received. A follow-up report will provided once the sample has been returned and reviewed.

Event description:
The procedure was an ultrasound biopsy, a co-axial 3.9cm introducer was inserted under anaesthetic and then the biopsy device passed through the middle. This encountered a lot of resistance, although the patient did not flinch at this. A scanty tissue specimen was recovered and then the biopsy needle was re- positioned and placed into the introducer. On the second pass dr. Taylor experienced resistance both on firing the needle and withdrawing this through the introducer. A good tissue sample was delivered, but also a v- shaped silver of metal which appeared to have been sheared off the specimen notch. A second identical needle was therefore used to complete the procedure without any further problems.

Event description:
Follow up.

Manufacturer narrative:
H3 other text : placeholder.